Manufacturer narrative:
Internal complaint reference (B)(4). Article: murray, m. M., fleming, b. C., badger, g. J., bear trial team, freiberger, c., henderson, r., ... & yen, y. M. (2020). Bridge-enhanced anterior cruciate ligament repair is not inferior to autograft anterior cruciate ligament reconstruction at 2 years: results of a prospective randomized clinical trial. The american journal of sports medicine, 48(6), 1305-1315. H10: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review bridge-enhanced anterior cruciate ligament repair is not inferior to autograft anterior cruciate ligament reconstruction at 2 years, 4 patients required revisions surgeries after an aclr procedure using a endobutton. Two patients had ipsilateral acl surgery(one isolated and one with meniscus) and the other two patients had non-acl ipsilateral knee surgery(both of meniscus). Patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference case (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Per an additional response for the customer, it was confirmed that there is no relationship between the adverse event reported(revisions surgery) and the smith and nephew device or its functions; therefore; no malfunctioning of the device occurred. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.